Event description:
It was reported that the device had stuck release latch. There was no patient involvement.

Manufacturer narrative:
Correction: unique identifier (UDI) # short description device manufacture date annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of module latch - binding/jammed was confirmed. On 15-apr-25, pcu was received unboxed and with paperwork. Pushing latch release in and it sticks coming back out. Found latch was rubbing/sticking against latch support. Mis-assembly of latch from supplier. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to sales force. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck release latch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.